Event description:
It was reported that during unloading the cot from the ambulance the front legs lower out too slowly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.